Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink catheter extension set had an issue where the tubing was able to be turned about a quarter of a turn into the hub to tighten it. This was observed after removing the set from the packaging. There was no report of patient injury or medical intervention associated with this event. No additional information is available.